Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrected: the initial reporter address previously provided referred to the hospital where procedures took place, but is not the address of the reporter. The event was confirmed through receipt and evaluation of operative notes. The femoral stem remains implanted, so no product was returned for evaluation. The device history record was reviewed with no deviations or anomalies that would be expected to cause or contribute to the reported event. Review of the complaint history determined that no further action is required as no trends were identified. This device was used for treatment. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Surgical notes indicated that upon removal of the femoral head a significant amount of corrosion around the head taper as well as the trunnion was noted. Implant components were found to be well fixed prior to successful removal. The soft tissues around the hip were extremely tight and stiff. There was no additional bone loss from removal of the component. There was some deficiency posteriorly and superiorly upon examination of acetabulum, femoral head revealed excellent stability and excellent range of motion and restoration of leg length. Patient tolerated the procedure well and was transferred to recovery in stable condition

Event description:
It was reported that a patient was revised due to a failed right total hip arthroplasty.